Event description:
It was reported that the atrial lead impedances began rising after the device was change out and now measured high impedance in unipolar and bipolar. The electrogram appeared "noisy" and threshold was slightly increased. It was suspected that the lead was not fully seated in the device header and it was possibly backing out. The lead remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.